Manufacturer narrative:
Date of event: (B)(6) 2020. Date of this report: 15 jun 2020.

Event description:
The customer reported that the nav-ring is not working. The customer contacted product support and requested for service repair. The customer reported that the unit was not in use on a patient.

Manufacturer narrative:
G4: 09jun2020. B4: 17jun2020. The field service engineer (fse) replaced the front bezel per nav- ring retrofit on failure. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 08oct2020; b4: 12oct2020. Failure analysis on the returned front bezel was returned for failure analysis. It was determined that liquid ingress due to the variability of the assembly process caused the reported navigation ring failure. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.